Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was intermittently hot to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the reported events. Additionally, the battery gauge was intermittently fluctuating. Blood glucose was not impacted. The customer reverted to an alternate method of insulin therapy.